Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the system displayed a low ma-ma failure error message, press any key to continue. The tech pressed key and was able to continue to use the machine. This occurred during prep for procedure and they were able to complete the procedure. No pt injury was reported.